Event description:
The graft bled through its walls after the clamp was released. The graft was packed with sponges and heparin was reversed with protamine. The bleeding then stopped and the graft was left in. Note: the nurse states that the overall blood loss during the procedure was approximately 700 cc, but the actual amount lost through the graft walls was unknown and could not be determined. Two units of packed cells were given during surgery and an additional two units were given in ICU, the next day. The patient's condition is ok.